Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on (B)(6) 2015, the patient had blood glucose (bg) reading of over 500 mg/dl with symptoms of chest and abdominal pain, extreme thirst, and extreme drowsiness. It was reported that the patient was treated at the hospital by medical personnel with insulin injection and intravenous fluids. Upon discharged from the hospital, the patient allegedly got back on pump therapy with the same pump without any recent adjustment to the pump settings. The reporter alleged that there was an inaccurate delivery issue with the pump. Customer support reviewed the basal and bolus deliveries with the reporter and determined that they were correct and as programmed. Review of the time/date setting on the pump revealed that the time was behind by one hour. Troubleshooting was unable to determine the cause of the incorrect time. This complaint is being reported because the patient experienced severe hyperglycemia related to an incorrect time issue of unknown causes.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/19/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 07/29/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged inaccurate delivery issue was not verified in the black box or duplicated in the evaluation. Review of the black box data found that the time was manually set forward by 1 hour on the complaint date. There was record of an unexplained power-on-reset two days after the complaint date in the late afternoon. Last bolus delivery was recorded at the same time, and delivery was not resumed. Total daily delivery added up correctly and reflected the user¿s programmed basal rate. Using the returned cartridge cap and a test battery cap, the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any incidences. The pump delivery accuracy was within specifications. Audio and normal bolus were executed and recorded correctly.